Event description:
Boston scientific crm received information that this device exhibited shock impedance >125 ohms for the past five days. Historically, shock impedance was 52 ohms. A review of the patient's history revealed a non-sustained episode that appeared appropriate and an episode of supraventricular tachycardia in which no therapy was delivered. No shocks have been delivered since induction at implant. The patient was having knee surgery so the magnet mode was disabled. There was no noise on the shock channel. The configuration was changed and impedance remained out of range. Technical services (ts) suggested that an x-ray be performed. Ts discussed that the patient may be unprotected so they should have external defibrillation nearby. No adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
It was later reported that the patient remained in the hosptial for in-patient rehabilitation following knee surgery. The patient will follow up with her electrophysiologist. The field representative was unsure if an x-ray had been no additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All the seal plugs were intact and seal ring marks in the header port indicated full lead insertion in all lead barrels. Engineering calculations determined that this device met longevity expectations. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation back in 2010.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This device was electively explanted due to normal battery depletion. The device was received at boston scientific's return products department.